Event description:
The device was used during a mason gastroplasty procedure. Reportedly the anvil disengaged. The surgeon applied a new instrument to complete the procedure. The patient returned to the hospital with an acute abdominal pain. An x-ray taken on july 21, 1997 revealed the patient developed retro gastric fistula and the surgeon placed drains to correct to condition.